Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the health care provider (hcp) did not like how the battery site was healing in the left flank. The patient had a surgical site infection. The surgeon cleaned the wound and repositioned the same battery in the same side at a new pocket. Impedances were tested when connected to the battery in the new pocket and all were within normal range while in the operating room. No further complications were reported.